Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The front panel switches did not function and the front panel lighting failed due to system failure. In addition, error "e105" occurred; the cause was assigned to a printed circuit board failure.

Event description:
A user facility reported to olympus that during preparation for use, the front panel was blinking all the time and was not functioning. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the investigation results, the cause of the blinking front panel was likely due to the faulty light emitting diode (led) light source unit. The specific root cause of the faulty led light source unit could not be determined at this time olympus will continue to monitor field performance for this device.